Event description:
The event is reported as: per france affiliate: the catheter split in two when sliding the nappy under the baby even if there was a security buckle and no force was applied. Another catheter was successfully used. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.